Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing pocket irritation. Upon opening the pocket, found portion of the suture sleeve tying the leads down to be the source of the irritation, and was removed. The leads were not sjm lead and there was no complaint against sjm products. The patient is stable.